Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The root cause for the calcification in this case remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon evaluation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25 mm aortic pericardial valve, implanted twelve (12) years and two (2) months, was explanted due to aortic regurgitation secondary to calcification. This device was originally implanted for aortic valve replacement to correct aortic regurgitation caused by bicuspid valve. This device was explanted and replaced with a 27 mm pericardia aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. The device was returned for evaluation. The condition of the explanted valve was reported as ¿two of three leaflets were hardened by calcification. One leaflet was prolapsed by some tears near both stent posts, and it led to aortic regurgitation¿.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and minimal outflow aspect. Leaflet 2 had two tears of approximately 15mm near commissure 2 and 8mm near commissure 3; only 6mm of the leaflet remained attached. Calcification was evident near the tears. A hematoma was observed on the outflow aspect of leaflet 1 near commissure 1. The wireform was exposed on commissures 1 and 2. The report of calcification was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. Calcification and host tissue restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Submitted supplemental to include the serial number that was obtained. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Supplemental submitted to update the DHR review. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.